Manufacturer narrative:
The reported events were failure to capture, cardiac perforation and diaphragmatic stimulation. A complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Electrical, visual, and x-ray analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the left ventricular (lv) lead exhibited a loss of capture and diaphragmatic stimulation. Upon fluoroscopic imaging, it was observed that the lv lead had perforated the pericardium, and cardiac tamponade had resulted. No resolution was taken as the perforation resolved on its own. The lv lead wasn't used. The patient was stable throughout.